Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 19435425, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient had inadequate coverage due to lead migration which confirmed through x-ray. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.